Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with moderate tortuosity and moderate calcification, pre-dilatation was performed. A 2.5x33mm xience xpedition stent delivery system (sds) was advanced into the guiding catheter; however, resistance was met and the sds became stuck. The sds was removed with resistance noted and once outside the stent struts were noted to be stretched and bent. Another unspecified device was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported material deformation (bent/stretched) was able to be confirmed. The reported difficulty to position using a guiding catheter and the reported difficulty to remove using a guiding catheter were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, the return device analysis revealed that the stent implant was returned dislodged from the balloon. It was confirmed that the stent was stuck in the guiding and during removal it dislodged (outside the body). No additional information was provided.